Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed the device was returned in two sections as a result of a break occurring in the shaft 65mm proximal to the tip of the device. Visual and tactile examination of the device revealed the shaft was severely stretched and flattened for approximately 126mm in length. A kink was noted 570mm distal to the strain relief of the device. The balloon was folded and wrapped around the shaft of the device. There were traces of blood present inside the balloon. From the condition of the balloon it was not possible to see a clear impression of where the stent was originally crimped onto the balloon. A 7 french introducer sheath was also returned. The body of the sheath was severely accordioned in shape. The damage noted to the device is consistent with the device being pulled on in order to remove the device from the sheath. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent delivery system balloon became stuck in the sheath. The 90% stenosed target lesion was located in the moderately tortuous abdominal aorta. A 10.0x40x75cm express ld stent delivery system (sds) stent was deployed and successfully implanted. When the physician withdrew the sds, the balloon got stuck inside the 7f non bsc introducer sheath. Both devices were removed together as one unit without incident. No patient complications were reported and the patient's status is good. Analysis revealed the device was returned in two sections as a result of a break occurring in the shaft 65mm proximal to the tip of the device. This product is only ous approved but it is similar to an approved us device.